Event description:
It is reported that the pt has high ion levels.

Manufacturer narrative:
Primary operative notes indicate a trilogy 54mm no hole acetabular shell with a 28mm ID longevity liner, therefore indicating a metal or ceramic poly articulation. The rest of the procedure was unremarkable. A letter from the patient's podiatrist states that the increased cobalt exposure is due to an increase in tensile stress at key areas of the morse taper which is due to pathomechanical issues. He further states that the patient's genu varum is causing a displacement of the angulation of the femur, which a knee replacement could potentially fix. No x-rays have been returned for review. The fit and orientation of the devices per the surgical technique is unk. No lab reports have been returned that cite the patient's increased ion levels. With the info provided, a definitive root cause cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.